Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented for lead revision due to a loss of capture and an increase in pacing impedance on the right ventricular lead. The lead was capped and replaced.